Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 350cc mentor memorygel breast implant. In 2005, the patient siliconomas in the right breast was observed. As a result, the replacement with mentor implants was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 6/11/2018. Ultrasound and mammogram showed left device leakage, and right device rupture. Upon explantation, there was no obvious rent in the left implant, but gel was present in the capsule, and the right device was mildly ruptured. The patient underwent explantation and replacement with new 350cc mentor memorygel breast implants on (B)(6) 2018. Pathology results show no malignancies. The patient fully recovered with no residual effects. (See 1645337-2018-03984 for contralateral prosthesis report). The mentor failure analysis lab received the device for evaluation on 6/12/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/2/2018, mentor became aware that the lot number was erroneously omitted from the initial report sent on 5/24/2018. Concomitant products: 350cc mentor memorygel breast implant, catalog #3543507, lot #51343. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a 350cc mentor memorygel breast implant. In 2005, the patient siliconomas in the right breast was observed. Rupture was also noted. Upon receipt by mentor, the device contained cloudy gel. Red material was observed within the device. Gel was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 8.0 cm on the posterior aspect. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device, to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).